Event description:
The customer reported the 9900 system had poor image quality during a procedure. The doctor requested a replacement unit and found second unit also showed poor image quality. This was due to the pt being very large. No injury was reported.